Event description:
Pt underwent an acdf for a left cervical radiculopathy to a herniated nucleus pulposus. Discharge orders included no lifting over 10 lbs and no driving for two weeks. At six weeks, spine films showed the bone graft to be incorporating and the plate and screws intact. At 12 weeks, pt had a 5-day history of pain in neck radiating into her shoulders. Cervical spine films showed breakage of the plate through the middle hole.